Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's battery died and was replaced due to normal battery depletion. The healthcare professional (hcp) said that all the wires were fine, so they only replaced the battery. On the day of the replacement surgery, a rep was present and stated that the surgery was late in the evening. After the surgery, the patient couldn't get awake for the rep to program the stimulator. The patient met the rep the next day and they programmed the device. Then the patient went for their routine follow-up with the doctor's physician assistant. The patient traveled to (B)(6) during the winter and came back in (B)(6) 2017 and saw the hcp after they returned, but didn't take their patient programmer (pp) to the appointment. Someone at the office was punching different numbers and said the stimulator wasn't running on all four programs; the patient had only two active programs. This occurred on (B)(6) 2017. The two program were okay, but the patient didn't know why they only had two programs. They didn't know if they had all four programs added after the surgery. To their knowledge, the hcp said that there were four programs. At the time of the report, the patient had four programs and they were able to increase and decrease on all four programs. They were going to make another appointment with the hcp and let them know that they did have all four programs. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-16. The patient reported that the nurse wasn t giving her enough time. The patient reported that they were trying to set the program, but she was not awake enough to feel the flutter of the program. The patient reported that there was not a device concern and that it was programmed the next day. The patient reported that when she went for her checkup in 2017, she didn t take the device. The patient reported that the nurse thought she only had 2 programs but she did have 4. The patient reported that she only needed more time before trying to set the programs. The patient reported that the device was programmed the next day and had not had problems with the device at all. No further complications were reported.